Manufacturer narrative:
The peritonitis occurred on an unspecified date "one month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was not reported. On an unreported date, the patient was treated with gentamicin and heparin (intraperitoneal, doses, frequencies and durations were not reported) as home treatment for the event. It was reported that after three to four days, the patient continued with abdominal pain and was subsequently hospitalized (for more than 10 days) with the diagnosis of peritonitis. The patient was treated with vancomycin (dose, route, frequency and duration were not reported) for the event. Three days after hospital discharge, the patient experienced abdominal pain again and was confirmed with a recurrent peritonitis event. The patient was admitted to a different hospital (for more than 10 days) and was treated with heparin and another unspecified drug (doses, routes, frequencies and durations were not reported) for the event. It was reported the patient did not "recover from the event completely" and was admitted to another hospital. The patient was treated with vancomycin (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.